Event description:
User identified six igm pt results and approx 150 creatinine pt results that required rerunning, due to being analyzed on reagent kits that were standby kits which changed to become the in use reagent kits and had not been qc'd. No pt data was provided. User recalibrated the igm and creatinine reagent kits, and ran controls and results were fine. No info provided to determine if pts were adversely affected. If add'l info received, appropriate notification will be provided.